Event description:
The customer reported the ventilator alarmed and displayed codes that indicated an spi bus failure. The customer reported the device was in use on a patient and there was no patient harm. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable for the reported problem. The biomedical engineer reported the cable was replaced and the unit was run for 24 hours with no recurrence of the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.